Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose was 110 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for at least 30 minutes. Customer acknowledged and reported that the issue had not reoccurred after charging the pump.